Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constant upstream occlusion alarmed" was not reproduced. The device was tested per upstream occlusion testing and it passed. A review of the event history log revealed "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was the ultrasonic sensor which was out of range and failed to calibrate. The ultrasonic sensor requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a constant upstream occlusion alarm during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.